Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor issue. The customer's blood glucose was 74mg/dl at the time of call. Trouble shooting was performed and found removed sensor from body and customer assumes part staying in the body since the cannula is shorter. Advised sending replacement sensor. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened o used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened or used.